Manufacturer narrative:
The unit passed the displacement test, self-test, a21 error test, rewind, and basic occlusion test. No motor error alarm was found during testing. The unit was unable to prime during the prime/compromised force sensor system test due to moisture damage on the force sensor resistor. The motor was tested outside of the device and passed. All operating currents were within specification. The unit had a missing end cap sticker, a cracked reservoir tube lip, a minor scratched display window, and a cracked case at the display window corner.

Event description:
The customer called in to report a motor error alarm. The customer's blood glucose level was 271 mg/dl. The customer was able to rewind the insulin pump. The customer performed the displacement test and it passed. Customer mentioned the device was missing the dome label sticker. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.